Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04083, 0001822565 - 2019 - 04084, 0001822565 - 2019 - 04085, 0001822565 - 2019 - 04086, 0001822565 - 2019 - 04089, 0001822565 - 2019 - 04090, 0001822565 - 2019 - 04091, 0001822565 - 2019 - 04092, 0001822565 - 2019 - 04093, 0001822565 - 2019 - 04094.

Event description:
It was reported that upon inspection in the warehouse, the devices were missing ball bearings from the shims. No patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual examination of the returned products identified that the shims exhibit signs of repeated use and missing components, each has missing bearings. This information confirms the complaint. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue identified that the ball bearings could disassemble during cleaning. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.